Manufacturer narrative:
The event occurred on an unspecified date in june 2019. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patent connector of the transfer set and the adapter. This occurred before use. There was no allegation against the adapter. The transfer set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing, clear passage testing, clamp function testing and integrity testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.